Manufacturer narrative:
Analysis of the ipg 3058 (serial # (B)(4) determined that the ins was functionally ok and that there were insignificant anomalies found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had called because they had severe pain around the device as well as numbness in the toes and leg on the same side where the device was implanted and they were wondering if there had been a recall on their device. The patient noted they have had it off for years and it would still hurt. The patient reported that it always hurt and that they could never put it up as high as they should be able to because it made their leg jump and toes cramp. The patient turned the therapy off after about the first year because they couldn¿t tolerate it. The patient reported they would like the device removed. The caller was redirected to follow up with their health care physician (hcp) to discuss their wish to remove the device. Expectations regarding recalls as well as known risks and adverse events were also reviewed with the patient. Additional information was received from the consumer on (B)(6) 2019. In response to the inquiry for steps taken to resolve the severe pain around the device, the numbness in the toes and leg on the same side where the device was implanted and the leg jumping around and cramping, the patient replied they turned the device off. The patient reported the issues continued so the device was explanted on (B)(6) 2019 and returned to the manufacturer company. The device was received on 2019-may-29. There were no further complications reported.